Event description:
While using a byte day aligner, patient aligner treatment did not track well throughout treatment. The patient noticed that her bite was opening, many of her teeth were not touching and her ability to function properly and chew has been affected. Examination by doctor found that occlusion was negatively affected by the aligner treatment. Patient is recommended to have fixed appliances to allow for proper root positioning, occlusal orientation and to close the open bite. Aligner treatment stopped due to worsening occlusion.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.